Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power error detected. The customer¿s blood glucose level was 160 mg/dl. The device will be returned for analysis.